Manufacturer narrative:
Concomitant products: product ID 7495-40, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-40, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3888-28, lot# j0120665v, implanted: (B)(6) 2001, product type lead; product ID 3487a, lot# j0124622v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation. The patient's symptom was reported as acute pain. It was stated that her pain began on the day of this report. The patient was getting out of her tub and felt a 'zap' sensation that she had never felt before. It was noted that this had happened when the patient was trying to turn her device on. The patient was unable to feel stimulation, even though it was showing the 'on' lights. It was also reported that there was a problem with the programmer, but no details were provided. Further information has been requested. If more information is received, a follow up report will be sent.